Event description:
It was reported, during the implant procedure, telemetry was attempted after connection of leads (that tested with normal values on analyzer) to the device; however there was no output from the device. There was no pacing or impedance on any lead. Therefore, the physician disconnected device and leads, retested and then reconnected device and leads. However, same unfavorable results were produced. The physician again attempted to mitigate the issue by using a wand rather than wireless, and this attempt was unsuccessful, as well. Consequently, this device was removed and replaced. A same brand device was selected and successfully implanted uneventfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the implantable cardioverter defibrillator was returned and analyzed. Visual examination of the connector block, grommets and setscrews found no anomalies. A lead was fully inserted into all connector ports. All setscrews were tightened with a medtronic wrench and all setscrews retained their leads. Primary analysis finding: no anomalies were identified.